Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to pacing impedance measurements low out of range. Technical services (ts) noted and elevated capture thresholds were noted as well. The right ventricular automatic threshold (rvat) test was found stable; however, recently had been jumpy and irregular. Data analysis was performed to review the power consumption. The pacemaker appeared to be operating normally. The power consumption was found suitable for the programmed settings and therapy delivery. This pacemaker and rv lead remain in service. No adverse patient effects were reported.